Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity (allergic reaction) is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional xience v referenced is being filed under a separate medwatch report.

Event description:
It was reported that sometime in (B)(6) 2012, two xience v stents were implanted in the right coronary artery. After the stents were implanted, the patient experienced a rash all over his body. The anti-coagulation medication was changed to plavix; however, the rash still persists. No treatment has been performed. No additional information was provided.